Event description:
It was reported that in central processing, the metal pin was getting stuck in the 8 mm instrument cannula accessory. The accessory was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument cannula failed an obturator test. The cannula does not appear to be bent. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the failed obturator test could likely cause or contribute to an adverse event if the failure mode were to recur.